Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient blood loss, unresponsiveness and cardiopulmonary arrest with subsequent transfer to the hospital was a direct result of the patient¿s venous needle (not a fresenius product) dislodgement. The cause of the dislodgement is unknown at this time. The fresenius 2008t machine functioned as designed and no malfunctions were reported or found during machine evaluation. There is no report of blood line loose connection or damage as the entire needle was dislodged. Based on the available information, the 2008t machine and blood lines can be excluded as the cause of the event.

Event description:
On (B)(6) 2019 a hemodialysis (hd) center reported that a patient was in treatment on (B)(6) 2019 when a venous needle dislodgement was discovered. Staff was making regular rounds at approximately 10:45am when blood (unknown volume) was discovered leaking on the floor and the patient was pulseless and unconscious. The fresenius 2008t machine did not alarm. A code was called for the patient and at that time resuscitative efforts commenced. The patient was administered cardiopulmonary resuscitation (CPR) and given 4 units of blood (unspecified type). The patient regained a pulse (unknown value) after CPR efforts and was transported to the hospital. The patient was placed on a ventilator. Hospital course and patient status are unknown. Several attempts were made to obtain additional information without success. A fresenius regional equipment specialist (res) evaluated the machine and found no issues or malfunctions. The venous pressure alarm was verified by creating an alarm and the machine alarmed as expected. Alarm limit settings were reviewed with the customer. All function checks passed and operation of the machine was verified. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. No lot numbers were found for the customer number provided. In consequence it was not possible verify product availability for alternate samples at the distribution centers. An investigation of the device history records (DHR) for potential related lots was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The potential product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.